Event description:
It was reported that the device was explanted after implant duration of zero days, due to coronary artery obstruction. It was also noted that the device may have been "too large for anatomy."

Manufacturer narrative:
Coronary obstruction. Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry and the operative report received through followup with the health-care provider. Unfortunately, the device is unavailble for return due to unknown reasons. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.